Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump alarmed ?no disposable, pump won't run". It was reported the device also exhibited air in the line. Per reporter residual volume was: 13.2, rate 2.5 ml and 101.85 ml was given. No additional information is available at this time. No adverse patient effects were reported.